Event description:
Additional information: the device was inspected and tested prior to use and no anomalies were noted. No biopsies were obtained prior to the reported issue. Reportedly, the jaws would not open or close properly. Attempts to obtain further clarification of the device failure have been unsuccessful to date. If additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient over 18 years old. (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: device lot number and device expiration date).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a gastroscopy procedure performed on (B)(6) 2011. According to the complainant, after advancing the biopsy forceps through the scope, an attempt was made to obtain a biopsy sample, and it was noted that a wire protruded from the end of the forcep. Subsequently, the forceps would not open properly. The procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.